Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to connect a battery to the controller due to a bent pin on the controller's power port. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed to a misalignment between the power port and battery output connector. If information is provided in the future, a supplemental report will be issued.